Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of battery out limit, moisture damage and damage from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the battery says battery out limit and she tried several batteries. The customer stated that she got into heavy rain and her pump had cracks. The customer stated that she saw humidity under the screen. The customer was assisted with the self-test. The customer was not able to complete the test as the battery out limit alarm cannot be cleared. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.

Manufacturer narrative:
All buttons functioned properly. No damage on the keypad assembly was noted and no unlocked lcd keypad connector during visual inspection was noted. The pump was received with normal operating currents and passed all functional testing including the self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The pump was monitored and no unexpected battery out limit alarms occurred during testing. No moisture damage was found on the electronics, motor, battery tube, vibrator or keypad assembly during visual inspection. The pump was received with a cracked reservoir tube lip, a cracked case at the display window corner, minor scratches on the lcd window, a cracked case at the reservoir tube window corner, a cracked reservoir tube, and a scratched reservoir tube window.